Event description:
Rptr had an FDA approved lift using the "contour thread". The manufacturer plainly states on all brochures that there is less than a 1 percent risk of side effects. The co also states that the threads are easily removable. Rptr has had side effects that the co never dreamed of. Rptr has also discovered that many plastic surgeons consider removing the threads risky. In rptr's search to get help, they have not encountered one person happy with their thread lift results. While many plastic surgeons are eliminating that "contour thread" lift problem by refusing to do it, rptr feels that it was prematurely approved by the FDA. The FDA stamp of approval has misled many unsuspecting people, rptr included, into believing that it is what it claims to be. Rptr feels too many bad results from such a wide variety of plastic surgeons, screams that something is wrong with the threads used in this capacity. Rptr asks if there is any way for the FDA to revisit this approval, does the FDA ever seek studies that a product is faulty, or do people have to continue to complain.